Event description:
The report received from the study indicated that during index procedure, the operator had difficulty removing the filter from the patient. The edge of the angioguard basket hooked on the edge of the stent during removal. A small tear occurred on the edge of the filter basket. There was no adverse event to the patient. Pta was performed on and 80% occluded lesion in the ostium of the right internal carotid artery of 18mm in length in a 9.0mm vessel diameter. The (arch ii) eccentric lesion was severely calcified. An angioguard embolic protection device was successfully deployed. The lesion was pre-dilated and a 9x30mm precise stent was deployed at the target site without any malfunctions. There were no neurological deficits when the patient left the angio suite. Maximum ck post procedure was 45 (220 upper limit) and ck-mb .2 (2.9 upper limit). Pre and post-procedure medications included aspirin and clopidogrel. The patient was discharged on the following day.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.